Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets and implanted. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. Two additional mitraclips were implanted for stabilization, one of these mitraclip xt's had a single leaflet detachment. The procedure was discontinued; the final mr was reduced. There were no adverse patient effects or clinically significant delays reported. It was reported that after the procedure was completed during a follow-up echocardiogram, it was identified that there was a leaflet tear on the anterior leaflet attributed to the first mitraclip slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, a cause for the reported incomplete coaptation appears to be related to patient morphology/pathology. The reported tissue injury appears to be cascading effect of the reported slda. The reported patient effect of tissue injury, as listed in the eifu, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.